Manufacturer narrative:
An event regarding instability involving a hip screw was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been one other similar event for the lot referenced. (B)(4) for the same patient covered under he same pi. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient had complained of subluxation and grinding of hip joint that was replaced in 2007. When surgeon operated and dislocated this joint the ceramic liner was found to have a worn superior aspect of the liner. Surgeon performed an acetabular revision. The worn liner was noticed intraoperatively, however the patient had been complaining of instability previously.